Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Visual inspection revealed pins 2,3,4, and 5 of jp4 were burnt. Carefusion replaced the power flex to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had scorch marks found around pins on the ac adapter connection. It is unknown at this time whether there was patient involvement.